Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day following the implant procedure, this patient's left ventricular (lv) lead was dislodged. The patient had symptoms of diaphragmatic stimulation and just not feeling well. Diagnostic testing found increased thresholds. The patient has been scheduled for a lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular (lv) lead has been explanted due to lead dislodgement. A new lv lead was successfully implanted with no adverse patient effects.